Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected restart alarms. Blood glucose level at the time of the incident was not provided. The customer stated that the time and date settings were deleted and only basal information remained. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. No rewind anomaly was noted. The insulin pump alarmed for a reset error and the date reset due to a faulty component on the interface circuit board. The insulin pump was received with minor scratches on the display window and broken battery tube threads.